Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the liquid crystal display (lcd) board, and resolved the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator's liquid crystal display (lcd) screen became black during a short self-test (sst). There was no patient involvement.